Event description:
Information was received that reported a patient was hospitalized in 2007 due to an incident of diabetic ketoacidosis. The reporter stated the patient had been running high blood glucose the day prior to the hospitalization. Blood glucose running in upper 200-300's one day earlier. Reporter states the blood glucose would sometimes come down and then go up again, states the lowest blood glucose was 280. The reporter states they switched to subcutaneous injections, however this was not effective either. Upon admit, the patient's blood glucose was >650mg/dl, the patient was treated with IV fluids and insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.